Event description:
International customer reported that a needle broke at the tip during use. The tip was not found and x-rays were not taken. It is unknown the location of the needle tip. There were no reported adverse patient consequences.

Manufacturer narrative:
Result: the actual needle returned for evaluation. Visual examination shows the needle is fractured at the tip. The needle shows marks from surgical instrumentation at the site of the needle break. Conclusion: user error caused the event. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.